Event description:
It was reported the device was used during a video assisted thoracoscopic surgery procedure. It was reported on the first firing of the ez45g the device stapled, but did not cut. The surgeon converted to an open procedure. There is no further info available at this time.